Manufacturer narrative:
No product returned to evaluate at time of report.

Event description:
Event 2 of 2 : the surgeon was drilling into orbital bone to reattach musle when the drill bit broke off. The drill bit is still implanted in the lateral orbital rim. No torque or extra pressure applied. There was a five (5) minute procedural delay.

Manufacturer narrative:
The product was returned and inspected. All available features were found to be within specification. No anomalies were found. Unable to determine cause. Breakage may occur if excessive, bending or lateral forces are used, or if it comes into contact with any metal objects during use.